Event description:
Initially, the customer called regarding no delivery alarms. The blood glucose reading was 521mg/dl, and his blood glucose was treated with manual injections. Assisted the customer with rewinding/priming, and the insulin pump did not alarm. A follow up was conducted, and found that the customer was in the emergency room due to high blood glucose. His blood glucose was treated and released. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.